Event description:
It was reported that balloon ruptured and vessel perforation occurred. The patient had hypertension. The 99% stenosed, 20cm target lesion was located in the severely calcified superficial femoral artery (sfa) and below the knee vessel. After a guide wire crossed the lesion, plain old balloon angioplasty (poba) was performed. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, during the third inflation at 14 atmospheres for 5 seconds, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with another of the same device. The blood vessel was clearly recognized through fluoroscopy. Another 3.0mmx30mmx143cm coyote nc balloon catheter was advanced for dilation. However, during the first inflation for 15 seconds, the balloon ruptured. When the device was pushed forcibly, the shaft got kinked near the distal sfa and a vessel perforation occurred. The device was removed and astriction was performed with a 5x80mm non-bsc balloon catheter. The procedure was completed. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of a coyote nc balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the whole device. Microscopic examination revealed that the tip is damaged. There is blood present in the guidewire lumen and the balloon is loosely folded. The balloon was inflated to rated burst pressure (rbp) and held pressure for 5 minutes. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon ruptured and vessel perforation occurred. The patient had hypertension. The 99% stenosed, 20cm target lesion was located in the severely calcified superficial femoral artery (sfa) and below the knee vessel. After a guide wire crossed the lesion, plain old balloon angioplasty (poba) was performed. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, during the third inflation at 14 atmospheres for 5 seconds, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with another of the same device. The blood vessel was clearly recognized through fluoroscopy. Another 3.0mmx30mmx143cm coyote nc balloon catheter was advanced for dilation. However, during the first inflation for 15 seconds, the balloon ruptured. When the device was pushed forcibly, the shaft got kinked near the distal sfa and a vessel perforation occurred. The device was removed and astriction was performed with a 5x80mm non-bsc balloon catheter. The procedure was completed. No patient complications were reported and the patient status was good.